Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation...¿ cp and 5.5 IFU: ¿cautions. Physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 36-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient experienced a gastrointestinal bleed during impella support. The patient was temporarily taken off heparin/anti-coagulants as a result of the condition. Impella support was maintained throughout the event and the patient was considered stable.

Manufacturer narrative:
The investigation into the reported issue has been completed. No device was received for evaluation. The root cause of the reported issue was unable to be determined as no product was returned for investigation.